Manufacturer narrative:
A biomérieux field service engineer (fse) in the united states reported the low voltage (lv) distribution board was smoking following component replacement and system power-up of the vitek® ms instrument. Cabling in the area of the smoking component was burned indicating excessive heat. An investigation was performed. The parts were visually inspected by systems engineering and then sent to the manufacturer for root cause investigation. Results of visual inspection: lv pcb (user interface) - no physical signs of damage. Connection 30 does not appear to be shorted. Photodiode pcb - no physical signs of damage. Power connection does not appear to be shorted. Cable 78, 24v supply from lv pcb to photodiode pcb - red and blue power wires burnt and shorted together. Blue wire terminal at photodiode pcb exhibits excessive heat damage, possible short or over current condition. V2 valve (original fault) - no physical signs of damage. Results of manufacturer inspection: the manufacturer determined the most likely fault is that the fse incorrectly installed the cable 78 (kratos ref# dc8278ab). The cable connectors are keyed to fit one way, consequently, the chance to insert the connector the wrong way is reduced by design. However, it is still possible to insert it the wrong way (as these parts are made of plastic). However, fse are trained to connect cables correctly and should not force to make the connection.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A biomérieux field service engineer (fse) in the united states reported an occurrence of the vitek® ms¿ low voltage distribution board smoking following component replacement and system power-up. Cabling in the area of the smoking component was burned indicating excessive heat. There is no indication or report from the fse of any adverse event related to any person's state of health. Biomérieux investigation will be conducted.